Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 345mg/dl. It was stated that the customer experienced nausea and vomiting. The nurse mentioned that the customer also had issues with her esophagus and they are running some tests. The caller stated that the insulin pump alarmed no delivery whenever the customer changes the infusion set. No further information was provided.